Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is confirmed for one (1) of one (1) roi-a inserter (pn ir9280r) for the failure of fractured at the weld, allowing movement/bending of the head in comparison with the shaft. Medical records were not provided for review. Device evaluation: product was not returned, but photos were provided. A crack can be seen at the weld between the head and the shaft. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an roi-a implant holder was bent and cracked. It led to difficulties installing the anchoring plates into the cage surgery. The surgeon installed a buttress screw with a washer to prevent the anchoring plate from backing out post-operatively. There was a delay within the surgery, but there were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-a implant holder was bent and cracked. It led to difficulties installing the anchoring plates into the cage surgery. The surgeon installed a buttress screw with a washer to prevent the anchoring plate from backing out post-operatively. There was a delay within the surgery, but there were no reported patient impacts.